Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was working. The patient repeated information regarding the pump being part of a field action on the battery, and that he had noticed the pump "wasn't pushing the right amount because they had to bring on new medications."

Manufacturer narrative:
(B)(4).

Event description:
The following information is from regulatory report 3004209178-2015-06244- the patient stated that the healthcare provider (hcp) noticed the pump moving around in (B)(6) of 2014, it was now turned 45 degrees. The patient was going to have a new implant on (B)(6) 2015. The pump system was delivering fentanyl. Information previously reported in regulatory report #3004209178-2015-06244 is now being reported here. Any new information will be reported in this regulatory report. Additional information received reported that the patient's pump was being replaced because the patient did not like the refill intervals. They were going from a 20ml pump to a 40ml pump. It was reported that the patient wanted the pump sent in for analysis because they stated it was part of a recall. The physician reported that the patient had not had any issues "with the functioning properly." It was reported that the pump was infusing fentanyl.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4)

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2015 and was replaces with a 40cc pump. The patient requested a 40cc pump to decrease the frequency of pump refills. There were no patient injuries. The patient recovered without sequela after the device was removed. The manufacture representative was not aware of any complaints against the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported that their pump was not "pushing the right amount of medication out, although that was debatable." The patient reported that sometimes for a couple of days, they would feel that something was not right, they would have migraine headaches and the pain level went up. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)